Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump had a compromised force sensor system alarm. The customer stated that the insulin was squirting out during the manual prime process and the drive support cap was sticking out. The customer was advised to revert to the back-up plan as per the healthcare professional¿s instructions. The device will not be returned for analysis.